Event description:
It was reported that the user sought assistance with an infusion set and cartridge change while using a steel cannula set and deployed the infusion set incorrectly by inserting the set before removing the adhesive covers, then elected to secure the site with tape rather than replace the set as instructed. No reported adverse clinical effects. Outcomes included no impact to activities of daily living and no medical intervention. Investigation included customer interview and troubleshooting with user education regarding proper infusion set application and site monitoring. Investigation of this case revealed use error related to improper adhesion and off-label securing of the infusion site. It was concluded that the event was attributable to user technique, with device function not confirmed to be affected.